Manufacturer narrative:
(B)(4). Mw5098916.

Event description:
A voluntary report was received on 02/12/2021. It was reported that a missing sensor wire occurred. No product was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.